Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the insulin pump was stuck and the screen had low reservoir and doesn't know how to clear the message. The customer reported that the buttons were not responsive and received frozen display. The customer reported that the time clock was advancing. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.